Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was getting kinked or bent cannula and had diabetes ketoacidosis. Patient's blood glucose was 408 mg/dl at the time of the event. He tried to treat high blood glucose level but ended up in hospital and was hospitalized due to high blood glucose level (300s mg/dl) and diabetic ketoacidosis. He received insulin via intravenous drip and was in the intensive care unit the night before this report. He was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.